Event description:
It was reported that the pump emitted a replace battery alarm and the patient noticed that the pump was hot to touch and the battery was hot when removing the battery from the pump. The patient denies irritation to the skin or hand. No reported damage to the pump.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated a replace battery alarm occurred on (B)(6) 2011 due to a sudden battery voltage drop. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.